Manufacturer narrative:
Analysis found the unit alarmed no delivery during the no delivery test due to a faulty force sensor resistor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's wife reported via phone call that the insulin pump alarmed a no delivery which they could not resolve. The customer's blood glucose level at the time of the event was 368 mg/dl. The customer's wife stated that they tried different infusion sets and cannula lengths. She stated that the insulin was not expire or denatured and that the sites were rotated. She stated that the tubing was not bent or kinked. Explained a possible connection issue or occlusion in the tubing can lead to no delivery alarms. They were advised to discontinue use of the device and revert to back-up plan until replacement pump arrives. The insulin pump will be returned for analysis.